Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2022-03319. Implant date: unknown date 4 or 5 years ago. Medical products: unknown tibial tray catalog#: ni lot#: ni; unknown femoral catalog#: ni lot#: ni. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient underwent a knee procedure. Subsequently, patient was revised following disassociation of the locking bolt.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected and additional information.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Updated: b4, g3, g6, h2, h3, h6, and h10. Complaint sample was evaluated and the reported event was confirmed. Visual examination of the device showed it to have signs of being implanted with gouges, nicks, and wear. Additionally, the dovetail was compressed. The locking screw also showed signs of nicks and wear. Device history record was reviewed and no discrepancies were found. Review of complaint history identified no additional, similar complaints for the reported item and no additional complaints for the reported part and lot combination. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.